Event description:
A healthcare professional reported intracapsular rupture on the right side, discovered by MRI scan. The device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified, rupture: observed, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. It is not possible to determine, the lot number or catalog through the photos provided.

Event description:
A healthcare professional reported, intracapsular rupture on the right side. Discovered by MRI scan. The device has been explanted and replaced with non-allergan device.